Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer had elevated blood glucose levels (362 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.